Manufacturer narrative:
There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges his wife was using the heating pad on the couch for shoulder pain. Consumer alleges leaving the heating pad "on" and unattended while using the bathroom. Consumer alleges the heating pad caught on fire causing property damages. There was not a report of personal injury with this incident.